Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6154560. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. (1.1 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter with bc did not fully retract post use and an employee suffered a contaminated needle stick injury. The employee was evaluated by employee health for the sharps injury. It is unknown what specific medical intervention was provided.